Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing lead impedance had increased more than double. Pacing threshold was also noted to be high over the last 6 months. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.